Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a pinhole on the lower right wall that caused the bag to leak. The leak was discovered when the nurse was verifying tpn's. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. Functional test identified the reported condition as a leak producing a steady rate of large droplets on the right edge of the bag. Magnified inspection of the leak location identified as an edge gouge. The leak would have been obvious if present during filling. The manual add port had been used, as evidenced by cannula insertion on the membrane. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings and the customer report that the issue was detected when the hospital nurse was verifying the tpn bag, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.